Event description:
It was reported that no capture and dislodgement was observed on the left ventricular (lv) lead. The left ventricular (lv) lead was explanted. The patient was stable before, during and after the procedure.